Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter read his blood sample as a control solution result. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient informed the csr that on (B)(6) 2015 at 5:00pm he tested his blood glucose with the subject meter and obtained a result of "7.0 mmol/l" which the meter flagged as a control solution test. The patient manages his diabetes with oral medication, diet and exercise and denied taking any action in regards to his usual diabetes management regimen due to the reported issue. The patient reported that an unknown time after the alleged issue began he developed symptoms of "blurred vision and headache" but denied receiving any treatment. At the time of troubleshooting, the patient confirmed the test strips appeared in good condition and were not expired or opened past their discard date. The csr walked the patient through a retest and noted that the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.